Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. On the same day as the onset of peritonitis, the patient was hospitalized for the peritonitis event. The cause of peritonitis was unknown. Treatment for the event was not reported. Dianeal therapy was ongoing. At the time of this report, the patient was recovering from the event and was discharged from the hospital (total stay of three days). No additional information is available.